Manufacturer narrative:
This complaint is for an unknown baxter transfer set. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis. The breach was described using a transfer set that was dropped. The patient was hospitalized for the event. Treatment detail and patient outcome were not reported. It was not reported if the patient was retrained on proper aseptic technique. The action taken with extraneal therapy was not reported. No additional information is available.